Manufacturer narrative:
This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-24998 for the automated impella controller with serial number (B)(6). The impella automated controller device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient cannulated with extracorporeal membrane oxygenation was implanted with an impella 5.5 for escalated mechanical circulatory support. During patient support visit, (6 days after start of support) it was noted placement signal (ps) and motor currents (mc) were invisible for 1-2 minutes and there were no alarms. The issue resolved itself; all curves became visible again and pump running. It is unknown the time in the day the event occurred. However, it is noted in an emergency call center log that the automated impella controller (aic) was scheduled to be replaced (B)(6) 2022 morning around 9:00am. No further information/details are available surrounding this event. 6 days after the initiation of impella support, on (B)(6) 2022, the physician reported that the patient had an upper gastrointestinal tract bleeding, with the question if heparin could be removed and if so for how long. The patient's partial thrombin time (ptt) was reported to be elevated at around 70 seconds. Abiomed clinical support recommended first to remove systemic heparin and to reduce heparin in the purge solution if necessary to a minimum and to closely control the ptt or activated clotting time (act) and the purge pressure. Possible consequences when removing heparin were discussed. The patient outcome as a result of this event is unknown. 13 days later on (B)(6) 2022, there was renewed increase in inflammatory parameters with suspicion of sepsis. This complication was managed with a change in antibiotics. However, the complication was not successfully managed (as noted). The patient experienced renal failure due to the sepsis and was placed on dialysis. It was also reported the patient experienced episodes of ventricular tachycardia. Although inflammation markers and liver values were improving, the patient would expire two days later on (B)(6) 2022. Given the totality of the information although lacking details regarding the patient's status pre-impella support and while on support, the impella cannot be conclusively excluded as a contributing factor to the outcome given the impella related events experienced.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, infection/sepsis, vf/vt/af/at, and renal failure has been completed. This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined.